Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0078458. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and it was observed that the rubber stopper has a concentration of medical grade silicone in one spot. The photo provided shows the sample received. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. It could be possible for this defect to occur during the rubber stopper silicone application process if the silicone was not evenly distributed on the stopper surface. The silicone concentration observed is acceptable. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "bug" was found inside the bd luer-lok¿ tip syringe when removing it from the packaging. The following information was provided by the initial reporter: "this was what appears to be a bug inside a 30ml sterile luer-lock tip. This was observed immediately upon pulling the syringe outside of the outer wrap. Not used on patient. Observed upon opening packaging"